Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 110, which was not reproduced. System error 110 was confirmed through a review of the event history log and found to be caused by loose gears. The gears were replaced.

Event description:
It was reported that a spectrum pump displayed system error 110 during therapy (medication, programmed amount and delivery rate unknown). The customer also stated "no injury, pump was switched with different pump, delay of less than 30 minutes of completed infusion." All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.